Event description:
It was reported that the right ventricular (rv) lead had decreased pacing impedance, upward trend of threshold, oversensing and probable insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data show various spike decreases for min rv pace = 400 to 224 ohms range between (B)(6)-2012. 11 - ventricular nst<=200 ms between (B)(6)-2012. Ventricular short interval count v-sic=22.3 counts avg/day, in 139.11 days, between (B)(6)-2011 and (B)(6)-2012.